Manufacturer narrative:
Batch review performed on 18 may 2022. Lot 2007651: (B)(4) items manufactured and released on 27-oct-2020. Expiration date: 2025-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved: batch review performed on 18 may 2022. Liner: impact 01.32.4048hct flat pe hc liner 40/f (k122641) lot 2013107: (B)(4) items manufactured and released on 29-jan-2021. Expiration date: 2026-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head 1 year after primary. The surgery was completed successfully.